Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a weak circulation pump head. Slow filled. Replaced circulation pump head. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that water was not flowing to the pads. A check of the device in manual control showed that the circulation pump command was at almost 60% while trying to maintain inlet pressure. Post cardiac arrest found down at home. Nurse stated that they tried to initiate therapy but no flow. Device kept alerting low flow and air leak. They tried troubleshooting, but water flow rate (wfr) would not generate. Removed patient from device and currently on cooling blanket because patient critical and losing time. Nurse placed arctic sun device in manual control at 10c with no pads connected. System diagnostics were outlet monitor temperature (t1) was 10.7c, outlet control temperature (t2) was 11.1c, inlet temperature (t3) was 15.6c, chiller temperature (t4) was 3.2c, water flow rate (wfr) was 0.7 l/m, inlet pressure (ip) was -1.9psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 19 percentage, heater command was 0 percentage, water reservoir level (wrl) was 3, system hours was 2788.5, pump hours was 2542.9. Device alerted patient line open. Device does appear to be the issue. Sent to biomed for evaluation labeled low flow, air leak and patient line open. In evaluation findings, noted failed circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that water was not flowing to the pads. A check of the device in manual control showed that the circulation pump command was at almost 60% while trying to maintain inlet pressure. Post cardiac arrest found down at home. Nurse stated that they tried to initiate therapy but no flow. Device kept alerting low flow and air leak. They tried troubleshooting, but water flow rate (wfr) would not generate. Removed patient from device and currently on cooling blanket because patient critical and losing time. Nurse placed arctic sun device in manual control at 10c with no pads connected. System diagnostics were outlet monitor temperature (t1) was 10.7c, outlet control temperature (t2) was 11.1c, inlet temperature (t3) was 15.6c, chiller temperature (t4) was 3.2c, water flow rate (wfr) was 0.7 l/m, inlet pressure (ip) was -1.9psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 19 percentage, heater command was 0 percentage, water reservoir level (wrl) was 3, system hours was 2788.5, pump hours was 2542.9. Device alerted patient line open. Device does appear to be the issue. Sent to biomed for evaluation labeled low flow, air leak and patient line open. In evaluation findings, noted failed circulation pump.